Event description:
Pt with chest pain went into v-fib & required defibrillation requiring advanced cardiac life support and defibrillation by paramedics. During advanced cardiac life support, the front defibrillator pad arced and shorted out, causing arc burns to pt's chest and disabled pad, causing a delay in defibrillation. CPR continued and pt taken to ER where condition deteriorated & pt expired.